Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose and diabetic ketoacidosis. Customer was being managed by the pediatric endocrinologist team. Customer restarted pump therapy and was doing well. Although multiple attempts were made by tandem technical support to obtain additional information, no reply was received.